Event description:
Caller reported an occlusion alarm, and despite multiple previous events, cts could not verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. The customer has been experiencing frequent occlusion issues, so cts requested follow-up for additional assistance.